Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 54 tubes, and foreign matter in 857 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A visual examination of the photo revealed brown/black particles in the tube and on the gel barrier, with no bubbles identified. Additionally, 90 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. This complaint has not been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 54 tubes, and foreign matter in 857 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.